Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the unit alarmed for ambient air temperature sensor range error, inspiratory flowmeter temperature sensor range error, air humidity (rh) sensor range error, turbine module communication error, communication error and ventilation disabled. During the investigation performed by our field service engineer, the issue was solved by replacing the turbine.

Event description:
It was reported that the ventilator generated several technical alarms that included communication errors, sensor errors and a turbine module communication error during start up. There was no patient involvement. Manufacturer's ref. #: (B)(4).